Event description:
A physician reported with a description of a defect in the preloaded iol implantation systems. There were no concerns regarding the doctor's technique or handling of the system. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The attached photo shows an activated autonome device. The plunger appears to be advanced outside of the nozzle tip and appears to be advanced over the iol. The iol appears to be advanced into the nozzle entry. The manufacturer internal reference number is: (B)(4).